Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the wash zone 1 valve was leaking. The fsr replaced the valve, manifold kit (rohs) which resolved the issue. Additionally, the fsr replaced the sample, r1, and r2 probes. No additional result issues were reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the valve, manifold kit (rohs) was identified.

Event description:
The customer observed falsely elevated architect free t4 results for multiple samples across two instruments. The following information was provided (customer provided reference range: 9.0 to 19.0 pmol/l): (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 19.27 pmol/l, repeat = 16.67 pmol/l. (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 21.57 pmol/l, repeat = 16.19 pmol/l. (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 22.02 pmol/l, repeat = 15.81 pmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect free t4 results for multiple samples across two instruments. The following information was provided (customer provided reference range: 9.0 to 19.0 pmol/l): (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 19.27 pmol/l, repeat = 16.67 pmol/l (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 21.57 pmol/l, repeat = 16.19 pmol/l (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 22.02 pmol/l, repeat = 15.81 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.